Manufacturer narrative:
An event regarding infection involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.  Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been 2 other similar events for the sterile lot referenced. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.    No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.   The following devices were also listed in this report: trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# th2nyp. Size 6 accolade ii 132 deg; cat# 6720-0635; lot# 58362902. Delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 60427902. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "pt. Presented with a painful hip requiring revision of a tha. Surgeon explanted all previous components, performed a thorough I&d." A new stryker hip was implanted. Spoke to rep. The patient had been experiencing wound drainage for years. Intra-operatively, a 'bio film' was observed between the shell and the patient's acetabulum, and the surgeon suspected this may have harbored bacteria and suspected the patient had an acute infection.